Manufacturer narrative:
Investigation summary: it has been received 1 used sample and 2 unused samples of 50ll lots 1805249 and 1806244 (since they are out of the blisters it is unknown the lot number of each one) and 2 pictures, 2 b.braun spikes and 1 codan tube for investigation. Upon visual inspection of all the samples no damage or moldig defect can be observed in any of them except in codan tube, which hub connection is cracked. DHR of lots 1805249 and 1806244 have been reviewed not finding any annotation or deviation related to the alleged defect. Tip and thread verification tests is done to the first lot manufactured per month and per manufacturing line according to procedures pc-132, pc-133 and jg-600 with iso 594 compliant pass/non pass gauges (#10-419/1 and #10-413). Tip and thread verification test is done with the three samples received, finding them iso 594 compliant. Hub of b.braun spikes are also checked with an iso 594 compliant reference gauge (hub) #10-431/1 being both iso compliant. Hub of codan connection is verified with this iso 594 compliant reference gauge and it does not meet this reference gauge. Codan hub is connected to a syringe filled with water (and purple colorant) and when syringe is empty it can be observed that the water leaks through the hub crack. So it can be confirmed this crack is the cause of the leakage b.braun spikes are connected to the other two syringes and they are filled from a vial not observing any leakage or difficulty in connection between both devices. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection -molding: 2 injections per shift -printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 shelf-package per pallet 2.functional inspection -printing: once in the first pallet and once in last pallet of the lot. -assembly: once in the first pallet and once in last pallet of the lot. .primary packaging: once in the first pallet and once in last pallet of the lot. We can confirm that the root cause of the leakage is caused by the crack in codan tube hub. Regarding different feeling in connection of bd plastipak syringes with b.braun spikes it is confirmed that no changes have bene done in syringes neither raw material and none manufacturing defect has been found in samples received that could have caused this defect. In addition, both are connected not observing any malfunction so, no manufacturing defect is confirmed.

Event description:
It was reported that bd plastipak¿ concentric luer-lok¿ syringes leak at the extender tube connections. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1805249; medical device expiration date: 2023-04-30; device manufacture date: 2018-05-23. Medical device lot #: 1806244; medical device expiration date: 2023-05-31; device manufacture date: 2018-06-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ concentric luer-lok¿ syringes leak at the extender tube connections. There was no report of exposure, serious injury, or medical intervention.